Event description:
The manufacturer received information alleging a ventilator's flow stopped for a brief moment and then started back on its own. No alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. Two error codes were found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Overall check, cleaning, and functional testing were performed.